Event description:
Affiliate reports "two different dialyzers (but with the same lot number) where the fibers has broken during the hd (hemodialysis). There were blood leak. The fibers has broken around 30 minutes after the beginning of the hd. The machine is alarming (blood leak)." The estimated blood loss is unknown. Facility denies any medical intervention.